Event description:
Pt reported that, during an attempt to insert the infusion set, the infusion set's needle bent and broke (needle broke at the start of the insertion). Pt stated that their blood glucose was affected by this event (blood glucose increased to 200-300 mg/dl). No treatment for elevated blood glucose was received.